Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). Previous device was explanted on (B)(6) 2019 due to erosion and infection, 2 months after original implant procedure.

Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). Previous device was explanted on apr 2019 due to erosion and infection, 2 months after original implant procedure.

Manufacturer narrative:
Field change: e1. Facility name added. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.